Manufacturer narrative:
Analysis of the lead revealed multiple signs of wear along the lead body. In particular between 18 cm and 15.5 cm proximal to the lead tip the insulation was found rubbed through. This damage can be considered as the root cause of the clinical observation of noise which led to vf detection as mentioned in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve should be taken into account. Diagnostic images clarifying this assumption were not available. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 65 months ventricular oversensing and reduced r-waves were reported. The lead and ICD were explanted and returned to biotronik for analysis. No adverse patient side effects have been reported. It was reported the event occurred sometime early 2016. When the noise was detected, therapy had been turned off. Patient refused another system.